Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump display was blank. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the roller pump display. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.